Manufacturer narrative:
Device evaluation: separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The separation of the driveline's silicone jacket was previously investigated and it was determined that sufficient side loading applied on the silicone jacket while it is connected to the system controller can contribute to the separation of the jacket from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. These documents provide information on how to care for the driveline to best prevent wear and tear over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the driveline required a clamshell repair. The area had been secured with rescue tape. No alarms or patient consequences were reported. On 02/01/2019 technical services was onsite and confirmed the reported issue of separation of the heartmate ii percutaneous lead (driveline) bend relief from the percutaneous lead connector. The universal percutaneous lead bend relief repair kit was installed. Post-repair all tests passed.